Manufacturer narrative:
Device not returned. Info provided by medwatch/maude report (B)(4).

Event description:
Pt underwent hammertoe bunion treatment. K wire placed in second digit metatarsal bone of left foot. Four weeks after surgery, the k wire was removed and it had fractured leaving the proximal end of the k wire within the bone. The pin was located and successfully removed. No additional info available. No lot number given. Report submitted by user facility to FDA/maude and provides little info on the occurrence, or identity of filer. No medwatch was received osteomed for this event. No product has been returned for eval. A similar event happened in 2009. In that case, part of the tip broke off during surgery. The surgeon left it in, and later removed it. The returned fragment was evaluated here and by the supplier and the consensus was that the guide wire was damaged at implant due to interference with screw. The IFU warns when placing implants to ensure that it does not interfere with previously placed screws and that intra-operative imaging should be used to verify proper placement. It also states that if an implant fractures during surgery, that the fragments should be removed at that time. If unable to remove the fragments, the surgeon should notify the pt at that time.